Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. The foot motor was returned for evaluation, and subsequent testing verified the complaint. The motor was drifting. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Foot motor drifts down.